Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with palpitation and multiple inappropriate shocks. Atrial fibrillation and rapid ventricular velocity were noted. Prescribed drug dose was increased, and the symptoms were disappeared. The patient was stable and discharged.

Event description:
Related manufacturer reference number: 2938836-2019-13471.new information received notes that the device and rv lead were not related to the inappropriate shocks and patient palpitation.